Event description:
Balloon burst.

Manufacturer narrative:
Report received from our affiliate indicated that there was a balloon burst during dilation of the femoral artery. The vessel was calcified. Hand inflation pressure was unknown. Procedure was terminated by another balloon catheter. There were no adverse effects to the patient. This product will be returned for evaluation and testing. Additional information has been requested and will be submitted within 30 days upon receipt.